Manufacturer narrative:
The pump was not returned for evaluation. The reported high-power event was confirmed via review of the controller log files which revealed 6 high watt alarms have been logged since (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high-power events and the available information, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion and/or inappropriate pump rotational speed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pump exhibited high watt alarms after the pump speed was increased. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.